Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had high threshold measurements. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is blood in the outer insulation at the distal end of the lead and in the tip seal, this is considered normal for this model of lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.